Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) slipped and caused laceration to the patient's scalp. This incident did not cause too much delay and another device was used to complete the procedure. The facility has not indicated if there was any medical intervention in light of the injury.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was not returned for evaluation. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.